Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a type iii free perforation greater than 1mm in size in the mid right coronary artery (rca) with extravasation into the perivascular space in an arteriovenous groove that did not seal with prolonged balloon inflation or injection of pericardial fat. The patient was high-risk for cardiac tamponade. Attempts were made to cross to the perforation with two unspecified covered stents, but these devices did not cross due to severe calcification in the proximal rca, resulting in damage to both of these unspecified stents. After multiple balloon inflations of the proximal rca and, with guideliner support, a 2.8x16 rx graftmaster covered stent was able to be advanced through the heavily calcified proximal rca, with difficulty, then was deployed at 12 atmospheres, sealing the perforation. Use of the graftmaster did not cause or contribute to complications or adverse events. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other 2.8 x 16 mm rx graftmaster mentioned in describe event or problem is being filed under a separate manufacturer report number. The 3.5 x 16 mm rx graftmaster mentioned in describe event or problem was reported under manufacturer report number 2024168-2017-02997.

Event description:
Subsequent to the initial filed medwatch report, additional information was received, resulting in the following updated case description: it was reported that the patient presented with a type iii free perforation greater than 1 mm in size in the mid right coronary artery (rca) with extravasation into the perivascular space in an arteriovenous groove that did not seal with prolonged balloon inflation or injection of pericardial fat. The patient was high-risk for cardiac tamponade. An attempt was made to cross to the perforation with a 2.8 x 16 rx graftmster covered stent system, but this device failed to cross due to severe calcification in the proximal rca, resulting in a delay and flared stent struts. An attempt was then made to cross with a 3.5 x 16 rx graftmaster, but this device failed to cross for the same reason, resulting in separation of the proximal shaft into two pieces. The failures to cross resulted in a larger and longer amount of bleeding into the perivascular space (exacerbation). After multiple balloon inflations of the proximal rca with an unspecified 4.0 mm nc balloon and, with 7fr guideliner support, a 2.8 x 16 rx graftmaster covered stent was able to be advanced through the heavily calcified proximal rca, with difficulty, then was deployed at 12 atmospheres, sealing the perforation. Reversal of anticoagulation medication and deployment of the final graftmaster (the 2nd 2.8 x 16 device) reportedly may have led to thrombosis of the vessel. The thrombosis was not resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction to describe event or problem (this part was re-inserted). (B)(4). Correction to concomitant medical products (revised). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, IFU states; deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU specifies the nominal rated burst pressure (rbp) is 15 atmospheres (atm). The reported patient effect of thrombosis as listed in the graftmaster rx coronary stent graft system, IFU, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue.

Event description:
Subsequent to the initial filed medwatch report, additional information was received, resulting in the following updated case description: it was reported that the patient presented with a type iii free perforation greater than 1 mm in size in the mid right coronary artery (rca) with extravasation into the perivascular space in an arteriovenous groove that did not seal with prolonged balloon inflation or injection of pericardial fat. The patient was high-risk for cardiac tamponade. An attempt was made to cross to the perforation with a 2.8 x 16 rx graftmaster covered stent system, but this device failed to cross due to severe calcification in the proximal rca, resulting in a delay and flared stent struts. An attempt was then made to cross with a 3.5 x 16 rx graftmaster, but this device failed to cross for the same reason, resulting in separation of the proximal shaft into two pieces. The failures to cross resulted in a larger and longer amount of bleeding into the perivascular space (exacerbation). An attempt was then made to cross with another 2.8 x 16 rx graftmaster, but this device also failed to cross due to the severe calcification and was, thus, withdrawn. After multiple balloon inflations of the proximal rca with an unspecified 4.0 mm nc balloon and, with 7fr guideliner support, the 2.8 x 16 rx graftmaster was re-advanced through the heavily calcified proximal rca, then was deployed at 12 atmospheres, sealing the perforation. Reversal of anticoagulation medication and deployment of the final graftmaster (the 2nd 2.8 x 16 device) reportedly may have led to thrombosis of the vessel. The thrombosis was not resolved. No additional information was provided.